Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump may be malfunctioning. His blood glucose is fine in the morning and by noon is over 300mg/dl. The customer mentioned being in the emergency room with high blood glucose; he was treated with an insulin drip and manual injections. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the bolus history and found that the customer gave the wrong type of bolus, it should have been dual wave and gave a normal bolus. Performed the high pressure test and passed. The cannula was not bent or occluded.